Event description:
Pulmonary artery catheter inserted without difficulty. Unable to detect thermistor port on the bedside phillips intellivue monitor, therefore could not perform the cardial output measurement. Extensive troubleshooting performed. It was confirmed as a failure of the thermistor port. A test using a spare pulmonary artery catheter was connected to this bedside monitor did produce the ability to measure cardiac output. Outcome: limited information obtained from the pulmonary artery catheter. Pulmonary artery cath. Was removed after initial pressure readings were obtained to determine volume status. Echocardiogram was performed that a.m. (B)(6) 2011 hemodialysis catheter was guidewire exchanged over the pulmonary artery catheter. Pulmonary cath not saved.